Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient came into the hospital due to a system infection. This device was explanted and disposed as result. No additional adverse patient effects were reported.

Event description:
It was reported that this patient came into the hospital due to a system infection. This device was explanted and disposed as result. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being provided to correct the explant date.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this patient came into the hospital due to a system infection. This device was explanted and disposed as result. No additional adverse patient effects were reported.

Event description:
It was reported that this patient came into the hospital due to a system infection. This device was explanted and disposed as result. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being provided to correct the date of the event and the explant date.

Manufacturer narrative:
This report is being provided to correct the impact code and outcome attributed to adverse event.

Event description:
It was reported that this patient came into the hospital due to a system infection. This device was explanted and disposed as result. No additional adverse patient effects were reported.